Manufacturer narrative:
Additional information: the device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Lot #: the reported lot h19k23019 was not recognized by the system. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line cap of an amia automated pd cycler set fall off when pulling the cassette out of the package. This was noticed during preparation of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.